Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment was for an in stent restenosis of a 2.75 x 13 mm stent located in the ostial obtuse marginal. The lesion was predilated with a 2.75 x 10 mm crosssail balloon. After predilation the taxus express2 - 2.75 x 16 mm stent was successfully deployed at 9 atms. However, upon deflating the balloon the physician was unable to remove the balloon from the stent. The physician then inflated the balloon to 2 atms then down to zero, however, was unable to remove the balloon from the stent. On the second attempt the physician inflated the balloon to 6 atms then down to zero, however, again he was unsuccessful. On the third attempt the physician successfully removed the balloon from the stent by inflating to 12 atms then down to zero. No further intervention was needed. No pt injuries or complications were reported. Pt status is reported as satisfactory/good.